Event description:
Pt had catheter. Upon discharging catheter unable to visualize guidewire. Discharged peelaway sheath & still unable to visualize guidewire. Pt had to be transported to ER for guidewire to be discharged by surgeon.